Event description:
It is reported that the device was implanted in (B)(6) 2009 and later, it was thought that the pt had an infection.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the sterilization processes for zimmer devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma does in kgy. Therefore, it is highly unlikely that the reported device caused or contributed to the pt infection. Actual cause of infection unk. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.